Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating and working. A surgical procedure was performed to remove and replace all the components, and upon explant, fluid loss due to a rupture in the reservoir tubing was noted. No patient complications were reported.